Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The customer stated that they have seen several spurious thyroid function results. The customer provided data for five patient samples for which the elecsys thyrotropin (tsh) results do not match the free triiodothyronine (ft3) results, free thyroxine (ft4) results, or the patients' clinical picture. It was stated that the samples were all repeated on the architect analyzer where it has been confirmed that the ft3, ft4, and tsh are all normal. All patients received high doses of biotin as part of treatment for multiple sclerosis. The pathologist commented that the biotin treatment mimics the complete hyperthyroid picture with no discrepancy of results. The pathologist also commented that they previously had issued of false high ft4 results due to thyroxine ingestion or "non-specific igm interference." No other data was provided with regards to the pathologist's comments. The customer provided the data seen in the attachment. Each date represents a different sample from the patient. The complained samples are highlighted in yellow. There were erroneous elecsys tsh, ft3, and ft4 results for all samples. This medwatch will cover tsh. Please refer to the medwatch with patient identifier (B)(6)for information related to ft3 and to the medwatch with patient identifier (B)(6) for information related to ft4. It was stated that one of the five patients was scheduled for a thyroidectomy based on the elecsys results, but the surgery was cancelled after the pathologist determined that there was a discrepancy in the results. The patients were not adversely affected. It was asked, but it is not known what analyzer model or serial number was used for testing with the elecsys ft3, ft4, and tsh assays.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. A sample from the patient was requested for investigation, but could not be provided. A general reagent issue could not be detected.